Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alleging under delivery. Customer¿s blood glucose level was 347 mg/dl at the time of incident. He customer was treated with insulin for high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s other relevant blood glucose values were 311 mg/dl. Customer did mentioned any symptoms such as headache for high blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.